Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the complaint history identified no similar complaints for the reported lot. The reported patient effect of recurrent mitral regurgitation (mr) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for migration and partial clip movement as well as for single leaflet device attachment (slda) could not be determined. The reported mr was an outcome of migration. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to partial leaflet detachment followed by single leaflet device attachment. It was reported that on (B)(6) 2020, the patient had presented with functional mitral regurgitation (mr) grade 4. Two mitraclips were successfully implanted, reducing the mr to grade 1. On (B)(6) 2020, per imaging, the mr had increased to moderate. The procedure imaging was re-reviewed and it was then noted that the mitraclip, cds0601-ntr, 00701u358, posterior leaflet partially released during implantation. This was not observed during the procedure but only while re-reviewing the procedure imaging on (B)(6) 2020. On (B)(6) 2020, another echocardiogram was performed. The implanted mitraclip (cds0601-ntr 00701u358) had then completely detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment that same day, an xtr mitraclip was successfully implanted, stabilizing the slda clip, and reducing the mr from grade 2-3 to grade 1-2. The patient had no associated clinical symptoms with this event. No additional information was provided regarding this issue.